Event description:
The patient's family member reported that patient was getting an MRI and was noted as unknown if related to therapy /device .the patient reported balance issues and gait issues due to weakness. The patient's family member asked if she should call the representative for an adjustment or programming change and that patient had not tried to increase stimulation. Stimulation was still set at 0.5. The patient's family member will increase stim and make periodic adjustments as needed until desired therapy level, 50% at least is reached. The patient's family member reported frequency during the day and urgency issues as of last night got up 8 times during the night last and frequency began about a week ago. The patient stated that urgency may have just been a 1 time exception. The change of symptom was note as sudden. The patient reported she had a return of urgency and frequency. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.